Event description:
The ground pin in the molded plug end was never soldered in at the factory. They were just inserted into a flat rectangular socket. When the pumps were new, about a year and a half ago, the ground pin worked fine. Now that they have been used for a while they are loosening up and can go from a good ground to zero ground instantly. You can actually take your thumb and forefinger and pull the ground pin right out of the plastic formed plug. Since reporter has purchased these pumps they have had to replace about a dozen plug ends on them so far. At that time they didn't or haven't examined them that close as they felt that the ground pin had just been broken off, but is now beginning to feel that those ground pins have just fallen out.